Manufacturer narrative:
It was reported that the adhesive caused oozing blisters. Due to this "antibiotics and antihistamines" were prescribed. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Blisters from adhesive.